Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which lead to false mode switching and a lead position check failure. The implantable pulse generator (ipg) exhibited no telemetry. The ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.